Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"Dear manufacturer, the chu of tours reported on the following event to (B)(6) authorities (report enclosed, translation below) on (B)(6) 2019: "canula in place on an ECMO circuit since (B)(6) 2019 observation bandage soaked with blood: projection arterial blood jet at the level of the luer lock of the recirculation of the right femoral artery cannula of the ECMO." Clinical consequences: "blood loss." Immediate action performed by the facility: "necessary replacement of the defective part." Device involved: be-pal 1923." Complaint: #(B)(4).

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh was requested the prodcut back for investigation in the laboratory of manufacturer on 201-11-15. Sample was received on 2020-01-03. Visual inspection was performed. At the luer connector several cracks and hairline cracks were detected. Device history record for lot 92257552 was reviewed. There were no references found which are indicating a nonconformance of the product in question. Trend search was performed and the occurrence rate regarding the complaint is below the acceptance rate. Instruction for use of the product states: "the maximum duration of use for the hls cannulae with bioline coating in combination with a pls set, hls set or hls set advanced from maquet is 30 days.". It was confirmed by customer that the cannulae was used in combination with maquet hls set. Reported information indicates that product was installed on (B)(6) 2019 and event occurred on (B)(6) 2019. Based on the information above, it was concluded that product was used by customer longer than stated in the use instruction. The reported failure was identified as part of the current risk management file (dms#(B)(4)) and the most possible root cause is associated to user and wrong design. Mitigations for this specific failure are in place as per instruction for use warnings and design specifications in order to reduce of similar failures. At this time, no poorly designed device problem was detected since occurrence rate is below the acceptance rate. Moreover, it cannot be concluded that the product used in a situation that promoted incorrect usage, since instruction for use explains duration and to use the cannulae with compatible sets explicitly. Verification tests of the cannulae are performed to cover the maximum application time of 30 days. Over 30 days usage, is higher than the clinical use. And there is no data, what happens beyond that restricted application time. Since no any other product problem was reported within 30 days of usage, no product problem could be identified and the most probable cause of the failure could be use error. Based on this failure cannot be confirmed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.